Event description:
It was reported that the patient experienced hyperglycemia with the ilet system when the blood glucose meter displayed ¿high,¿ and the caregiver was advised to change infusion supplies and consider a manual insulin injection with guidance to remain disconnected from the pump for at least two hours if injected subcutaneously. Symptoms included elevated blood glucose. Outcomes included troubleshooting and education with a recommendation to replace infusion components. Investigation included a user-led supply change and review of use conditions, with no occlusion or dosing stopped alerts reported and no bent cannula observed. Investigation of this case revealed no device malfunction identified and no component abnormality observed based on the user¿s inspection and absence of alarm indicators, with cause of the hyperglycemia unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.